Event description:
It was reported that the preloaded intraocular lens (iol) was scratched. Additional information received revealed that there was no patient contact with the patient's operative eye. The procedure was completed using another lens. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Age, weight, ethnicity: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation as it was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.